Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. Initially noise was very infrequent. Lead replacement was recommended. Further plan for patient will be discussed with the physician.